Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag along with the device and the opti port assemblies contained in their unopened unit packs. Visual examination of the returned sample shows the shape of the tubing has been severely altered. The most probable root cause is an inflation device remained in the inflation valve allowing the air to escape. Further examination shows no sign of any defect. The returned unit was inflated using the parameters set out in if001. Both cuffs on the returned unit inflated without any issue. The returned unit was leak tested under water and no leakage was noted. The returned unit remained inflated for a four-hour period and no issue noted. The reported defect could not be detected on the unit returned for evaluation. All of our products undergo a four hour inflate / deflate test and it is at this stage of the process any defects are removed from the lot. Please refer to our ¿instructions for use¿ under the section warnings / precaution (cuff-related): where it states ¿syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the two devices' cuff was found damaged when examined before intubation.. There was no patient involvement.